Event description:
It was reported that the pt experienced "detoxification (because underdose of morphine)" and was admitted to the hospital. The pt did not recognize the "critical alert". The pump was stopped longer than 48 hours due to a catheter occlusion. The pump would not restart. During surgery the hcp removed the pump part of the catheter and implanted a new one. A "knot" was noted "over the facie". The device was explanted and replaced. The pt outcome was reported as "stable recovery".

Manufacturer narrative:
(B) (4). The device has been returned to manufacturer for analysis. A f/u report will be sent when the analysis is complete.